Manufacturer narrative:
This report is submitted on (B)(6) 2016, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
(B)(4).